Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that an ilet user with a paired dexcom g7 experienced loss of glucose readings on the ilet, with the g7 displaying "pairing with sensor," and the user re-entered the pairing code as part of troubleshooting. Symptoms included no clinical symptoms reported. Outcomes included no change in clinical status, no alarms, and no medical intervention or hospitalization. Investigation included customer support troubleshooting and user education. Investigation of this case revealed the sensor connection likely experienced a transient communication interruption with subsequent reconnection steps initiated. It was concluded that the event was consistent with a temporary signal loss between the cgm sensor and the ilet, and device function was addressed through re-pairing guidance.